Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully advanced within the patient and grasped the leaflets at the anterior-2/posterior-2 (a2/p2) leaflets. When closing the clip arms there was tension felt. It was identified that there was a perforation of the posterior leaflet and it was no longer located within the clip arms. The clip was removed from the patient and the leafet perforation was confirmed. The procedure was discontinued without implantation of any clips and the final mr remained at grade 4. There were no clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.